Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, the patient encountered loss of prime alerts for the past couple of weeks and was using cartridges from the same box. Patient reported that cartridge was cycled before filling and there was no change in temperature or force noted. Patient was advised to change the cartridge from another box and call back if prime issue persists. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.